Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a split-thickness skin graft (stsg), the dermatome made a noise and stopped, then worked again and the surgeon was able to complete the stsg as planned. The dermatome was reprocessed and used again the same week for another stsg and made the noise again, but this time stopped completely. The skin was unable to be saved and another skin graft site was prepped and obtained.

Manufacturer narrative:
Integra has completed their internal investigation on february 9, 2017. The investigation included: methods: review of device history records review of complaints history results: product was not released for inspection. DHR review; the device was not released for evaluation, no serial number of device was provided therefore device history records could not be reviewed . This complaint will be reopened should we receive product. Complaints history; no manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.